Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including full functionality testing without duplicating the report. The device was recertified and returned to the customer. The multi-function cable and CPR-d adaptor used were not returned as part of this investigation. No trend is associated with reports of this type.

Event description:
Complainant alleged that during functional testing, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.